Event description:
The customer informed siemens that their advia centaur xp instrument misread patient samples. The customer stated a sample rack was placed in the sample entry queue, and the instrument incorrectly identified the barcode position for 4 sample ids. The customer manually entered the first sample ID in the correct position, placed the sample rack in the stat queue, and the instrument correctly identified the physical location of the four samples. The customer did not define which patient sample(s) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A united states customer contacted siemens customer care center and informed that the advia centaur xp instrument incorrectly identified the barcode position for sample ids (B)(6). Siemens is investigating the event. MDR 2517506-2023-00109 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00131 on 12-apr-2023. Additional information (19-jun-2023): siemens evaluated the information provided and noted the issue was resolved when the customer installed a new barcode label printer. The customer has not observed any reoccurrence. The advia centaur xp instrument is functional and operating as specified. Siemens concluded the issue was resolved with the replacement of the barcode label printer, and no further evaluation is required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information. MDR 2517506-2023-00109_s2 was filed for the same event.